Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the guidewire could not be inserted in the left ventricular lead. The lead was not used. No patient symptoms were reported.